Manufacturer narrative:
(B)(4). Batch # p57g6k. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with two ecr45w cartridges reloads present. The cartridge (b) was received partially fired 1/10 with the pan partially dislodged. The cartridge (c) was received partially fired 1/10. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device staple? No if yes, was the staple line complete (full length)?

Event description:
It was reported that during the laparoscopic hepatectomy, could not cut with a white reload. Changed another reload, still could not cut the tissue. Another device was used to complete the surgery. There were no adverse consequences to the patient.